Event description:
Reporter indicated that vns pt experienced serious side effects shortly after being implanted. It was reported that the pt's motor coordination was very bad and the pt started to dribble. The side effects reportedly subsided when stimulation was discontinued.